Manufacturer narrative:
The pod was received not deployed. The download data from the pod had been deactivated by the user at the end of second prime. The data showed that a complete drive stall occurred at the start of the device run which resulted in first prime ending earlier than expected. This resulted in the firing flat of the ratchet gear not being lined up with the release bar by the end of second prime. Once the ratchet gear began rotating again, constant timeouts were still observed in the data. Rerun of the pod did not replicate the timeouts or drive stall. Inspection of the pod found no damages or manufacturing deficiencies that would contribute to a drive stall. The exact cause of the drive stall could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.